Event description:
A 4 mm diameter x 12 mm length racer biliary stent system was inserted into a pt for the treatment of a vein graft to proximal right coronary artery lesion in 2004. The lesion was not pre-dilated. The vessel was moderately calcified and moderately tortuous. It was reported that the physician positioned the device at the intended location in the lesion and inflated the balloon to 4 atm for 10 sec. He then inflated the balloon to 14 atm for 30 secs after which the lesion was found to have perforated. The balloon was inflated and held in the inflated state within the lesion for 10 mins and that sealed the perforation. No add'l clinical sequelae were reported and the pt is reported to be fine.